Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.50/+6.0/159 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The patient felt his vision was distorted and blurred. His final astigmatism was extremely high at -6.50d. The surgeon prescribed pilocarpine to see if this would improve his vision. The lens remained implanted. This is the replacement lens for MFR. Report # 2023826-2021-02729. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Explant date: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. Claim # (B)(4).